Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported a black screen issue for this device. At this time, there is no report of patient involvement associated with the event.

Manufacturer narrative:
There was no patient involvement. Technical support traced the reported issue to a defective epc component. The unit has been repaired in the field.

Event description:
The customer confirmed that there is no patient involvement on this event.